Event description:
The manufacturer received information from a third party service center alleging a ventilator's active exhalation control module malfunctioned. There was no harm or injury reported. The device was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.